Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer replaced the network cable and coordinated with the hospital information technology (it) department. The station began communicating after the hospital repaired their router. The customer tested the station and confirmed proper functionality. The system functioned as intended after the field service engineer and hospital information technology (hit) team repaired the device.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, the device stopped communicating and went offline on remote support service. The customer performed a maintenance reboot, and the latest firmware has been installed; however, the issue persists. The system has been down for approximately 22 hours. The customer indicated that this malfunction resulted in a delay in patient care. No adverse events or injuries have been reported in relation to this incident.